Event description:
The biomedical engineer reported that the multigas unit is no longer being recognized on the monitor side while in use with patient, and they would like to send it in to nihon kohden for repair. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit is no longer being recognized on the monitor side while in use with patient and they would like to send it in to nihon kohden for repair. No patient harm was reported. Nihon kohden repair center cleaned and decontaminated the returned device, the reported issue of the device no longer being recognized on the monitor side, was not confirmed when tested with a test bsm monitor, but during gas accuracy check, the readings fall under the manufacturer's specifications. Recommended to customer to replace the gas module, awaiting for customer approval. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device(s) was used in conjunction with the multigas unit however, model number and serial number is no information (ni) as customer is unable to provide that information. Bedside monitor: model #: ni. Serial #: ni.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit is no longer being recognized on the monitor side while in use with patient and they would like to send it in to nihon kohden for repair. No patient harm was reported. Nihon kohden repair center cleaned and decontaminated the returned device, the reported issue of the device no longer being recognized on the monitor side, was not confirmed when tested with a test bsm monitor, but during gas accuracy check, the readings fall under the manufacturer's specifications. Recommended to customer to replace the gas module, device was repaired and tested per the manufacturer specification and was returned to the customer. Investigation summary: customer reported gas device was not being recognized by the bedside monitor. The reported problem could not be duplicated by nka. However, it was noted that the measurement accuracy did not meet specifications. This is related to sensor malfunction due to improper maintenance, incompatible components, device damage, or sensor needing replacement. No corrective or preventative actions required. Attempt # 1: on 03/07/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: on 03/23/2022 emailed the customer via microsoft outlook for no information above. Reply was received and customer was not able to provide the requested information in fields a2-a2, b6, b7 & d10. Additional manufacturer narrative b4: date of this report g3: date received by manufacturer g6: type of report h2: if follow-up, what type? H6: adverse event h10: additional narrative/data

Event description:
The biomedical engineer reported that the multigas unit is no longer being recognized on the monitor side while in use with patient, and they would like to send it in to nihon kohden for repair. No patient harm was reported.